Event description:
The customer stated that she had rec'd her test strips by mail. When she opened the carton of test strips, one of the bottles was open and strips were loose in the carton. The test strips were to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips will be sent.